Event description:
It was reported that the patients implantable pulse generator (ipg) was relocated due to an unknown reason. The ipg remains implanted, and patient was doing well postoperatively. Additional information was received that it was patients preference to reposition the ipg.

Event description:
It was reported that the patients implantable pulse generator (ipg) was relocated due to an unknown reason. The ipg remains implanted, and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.